Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack had one of the battery compartments ripped. The waist pack was removed from service. No patient complications have been reported as a result of this event.